Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician observed a ventilator inoperative error code related to the machine flow sensor drift being above the specification in the device's event log. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician observed a ventilator inoperative error code related to the machine flow sensor drift being above the specification in the device's event log. The device's flow sensor was replaced to address the issue. The replaced flow sensor was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo system flow sensor for visual defects and found none. Pil reviewed the event log from service and noted a ventilator inoperative error code related to the machine flow sensor drift being above the specification in the log. Pil installed the flow sensor on the trilogy evo test unit and started therapy with a test lung. Pil ran therapy for approximately 1.5 hours and the flow sensor operated without issue. Pil retrieved and reviewed the event log from the stb and found nothing of note, the ventilator inoperative error code related to the machine flow sensor drift being above the specification did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operated as designed.